Manufacturer narrative:
Correction record updated to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated patient has been in the hospital for a while and they have been trying to get approval for an MRI. Caller stated they discussed it yesterday and they decided that patient could not get an MRI because the internal battery are not working. Caller said they can't get the remote to say that it's in MRI mode. Caller also said they brought the charging paddle with them today and when they tried to charge the implant, they got the message recharger problem call medtronic. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Caller mentioned recharger has been replaced before. Patient services (pss) asked, caller stated issue with implant has been for years and that's why it's not turned on and they don't pay attention to it. Caller called from healthcare provider's (hcp) office and said the pt needed mdt rep for charging their implantable neurostimulator (ins) - technical services(tss) had the caller try to charge ins on call, but confirmed "recharger problem" message. Caller could not assist the pt to charge ins independently. Caller said pt had been waiting for 3 days for MRI. Tss warm transferred to nas. Patient representative called back and m entioned that they are trying to charged their implant but encountered system problem rm03 in their controller. Pss advised to wait for the replacement recharger before recharging the implant to avoid any more error messages.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of recharger; model #: 97755; s/n: (B)(6) reveled that recharger problem, cannot continue, call medtronic message and got hot after running it at donut end medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.